Manufacturer narrative:
Concomitant medical products:¿ product ID 3889-28, (B)(4).,model number 3889-28 lot# va1wb1e. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported by the rep that the trial patient¿s weight was still unknown at the time of the incident. When asked if the fall was caused by the trial patient¿s device therapy, the rep replied ¿no.¿ the rep continued by explaining that the patient admitted to increasing their stimulation to the point of pain and discomfort prior to going to the store, and that the patient had an undiagnosed nerve issue (unrelated to the device therapy) where they can experience weakness in their extremities. The patient was contacted by the rep per the physicians request. The rep continued that was where they were able to change the patient to program 5, configuration 5 with no pain but appropriate sensation at a much lower setting. This was the program the patient remained on until the lead was explanted. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1wb1e, product type: lead. Other relevant device: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient was feeling pain in their buttocks and groin. On (B)(6) 2019, patient mentioned that their leg was collapsing with the stimulation when it was on program 1, and that their voiding has gone down. Then on (B)(6) 2019 patient reported they were in a lot of pain. Additional information was received on (B)(6) 2019 with patient stating that that they fell. Furthermore, on (B)(6) 2019, it was reported by the healthcare professional (hcp) via manufacturer representative (rep) that there was an infection therefore the lead and extension was explanted. Patient was non-compliant with scheduled follow up appointments and did not change dressing as indicated nor reported fever as directed at time of post-op instructions. They had rescheduled and was a no show for two appointments. Patient was finally seen in office on (B)(6) 2019 for follow up appointment and showed visible signs of infection noted and documented as redness, tenderness at site, low grade fever temperature for 5 days. Patient also stated they had never changed their dressing throughout the evaluation period. Patient was then scheduled for removal of lead the following morning (B)(6) 2019. Patient lead removed without issue intact. The hcp obtained cultures and treated patient accordingly for the suspected site infection. Patient treated with antibiotics post implant and home health was initiated to monitor patient recover and to do dressing/incision checks. No further complications were reported or anticipated.